Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d4, b3 corrected info: d4 lot provided d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional inform received: ¿ the suture was broken during use on the patient. ¿ event date: 3th of july 2025 ¿ lot number: xabdmlwo ¿ person providing answers from the hospital: (B)(6).

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, h4, d4. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4) this report was initially submitted on july 30, 2025. Advised by FDA on august 5, 2025, to resubmit medwatch due to FDA gateway issue. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: I submitted the complaint before 24 hours had passed, as I received the alert at 3:00 pm the previous day and filed the report at 1:00 pm. I'm attaching a photo of the email I received. I also want to mention that the reference causing problems is j481, which did not appear as an option, but I had to select a different one to continue with the process. The manufacturing records could not be reviewed as the batch/lot number is unknown. Additional information: was surgery delayed due to the reported event? No, was procedure successfully completed? Yes, were fragments generated? Yes, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown, (B)(4), device property of none, device in possession of none. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2025 and suture was used. During the procedure, in (B)(6) hospital in (B)(6), I was informed that during a surgery yesterday, one of our sutures refs: j481 broke. I was also told yesterday that this had happened on another occasion about 2 months before, but they continued to use it and there were no problems until yesterday again. No adverse patient consequences were reported. Additional information was requested.